Event description:
It was reported that a malfunction alarm occurred. Additionally, an unexpected reset occurred, and the pump indicated a data log corruption there was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data alert and malfunction were confirmed; however, no failure was identified for the alleged reset issue.